Event description:
It was reported that a pt underwent a total vaginal hysterectomy and an anterior and posterior repair procedure on (B)(6) 2009. In (B)(6) 2010, the pt complained of fever and pain in the right buttock and returned to the hospital where induration was found at the puncture area of the right buttock (about 5cm). An infection was suspected and an antibiotic was dispensed. An inflammation reaction was observed under the skin of the right-buttock, so the surgeon cut the puncture site and removed a portion of mesh (about 5cm long). Purulent matter leaked out from the vaginal stump at this time, and the surgeon removed pus from the vaginal stump. The tissue culture was performed and proteus mirabilis was identified. Lavage was performed on the vagina and buttock continually. The inflammation reaction passed but purulent matter still leaked out from the vaginal stump. In (B)(6) 2010, the pt visited the hospital with complaints of vaginal discharge, pain in the deep part of vagina, and mild fever. An abscess was observed at the vaginal stump and mesh was found around the abscess. A fistula (diameter: about 5mm) was found at the end of the vagina and more purulent matter leaked out. The tissue culture was performed and proteus mirabilis was again identified. The doctor again removed pus from the vaginal stump. The pt will undergo surgery for removal of all mesh and closure of the fistula at the end of (B)(6) 2010.

Manufacturer narrative:
(B)(4) - infection occurred: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.